Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc).omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for acinetobacter baumannii and escherichia coli during routine surveillance culturing test by the facility. The number of the microbes and the position of the subject device, where the microbes were detected, were not reported. The subject device had been disinfected using non-olympus automated endoscope reprocessor (getinge poka-yoke) with peracetic acid. There was no report of patient infection associated with this report. The customer reported that they followed french regulation for reprocessing process and the subject device was reprocessed according to the instructions of the manufacturer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. Olympus was informed that as a result of routine microbiological testing by the third party laboratory, the subject device repeatedly tested positive for following bacteria and it did not satisfy the guideline of (B)(4). On (B)(6) 2018: the biopsy channel: bacillus spp. Mesophiles (1cfu) and bacteria gram-positive (1cfu). The suction channel: no microbial growth. The air/water channel: bacillus spp. Mesophiles (4cfu), ochrobactrum anthropic (1cfu) and staphylococcus coagulase negative (3cfu) on (B)(6) 2018: the all channels: bacteria gram-positive (5cfu) and staphylococcus coagulase negative (1cfu). On (B)(6) 2018: the biopsy channel: no microbial growth. The suction channel: no microbial growth. The air/water channel: hafnia alvei (8cfu). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. In the result of the additional microbiological testing by the third party laboratory, the subject device tested positive for following bacteria, but the testing result cleared (B)(4) guideline. On (B)(6) 2018: the biopsy channel: no microbial growth. The suction channel: staphylococcus coagulase negative(3cfu/100ml). The air/water channel: staphylococcus coagulase negative(4cfu/100ml). The all channels: 2cfu/100ml. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.